Event description:
Dealer states the strain relief is pulled away from the motor housing. Chair still works intermittently with no right motor faults but dealer wanted a quote.

Manufacturer narrative:
.